Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the hvb impedance was high. The svc and hvb lead pins were switched and the problem remained the same on the hvb port. The set screw was untightened and retightenedd to assure that it was straight and the lead pin was noted to be in all the way with good contact made. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.